Manufacturer narrative:
The customer requested replacement of height adjustment racks, extension springs, and lock pins.

Event description:
It was reported by work order that the cot would not stay in the retracted position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.